Event description:
It was reported that on (B)(6) 2022 during an unknown procedure screw knob from tfna 130* aiming arm broke into 2 pieces when the surgeon tried to loosen it from the insertion handle. Pliers were used to remove the broken pieces. Procedure was completed successfully with no surgical delay. This complaint involves (1) device 130 deg aiming arm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A review of the device history record has been completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable h6: a device history record (DHR) review was conducted: part # 03.037.013-us; lot # 9478541; manufacturing site: werk hagendorf. Release to warehouse date: 26 aug 2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the piece broke after the screw was inserted. No broken pieces were left in the patient. There was no surgical delay and everything went okay. Patient outcome is reported as normal.